Manufacturer narrative:
This report is submitted on 16 february 2021.

Manufacturer narrative:
This report is submitted on october 13, 2020.

Event description:
Per the clinic, the patient experienced an infection (site of infection unknown) which was treated with IV antibiotics. The device was explanted on (B)(6) 2020. There are plans to re-implant the patient with another device at a later date.